Manufacturer narrative:
Device evaluation: the returned gel stent was hydrated with water and viewed under magnification. It was observed that one end of the gel stent had evidence of tissue and patient cells in the channel of the implant. The other end of the gel stent was observed to have possible damage to the outside of the implant. The reported complaint was confirmed that the xen glaucoma treatment system was ¿plugged¿ with the patient¿s tissue and cells. During investigation on the received implant it was observed that the implant has damage on one side. Unfortunately, allergan was not able to confirm the damage occurred in manufacturing. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Physician reported explantation of a xen device from an unknown eye because, "it seemed that xen was plugged."

Event description:
Physician reported explantation of a xen device from an unknown eye because, "it seemed that xen was plugged."

Manufacturer narrative:
The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling: warnings: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Physician reported explantation of a xen device from an unknown eye because, "it seemed that xen was plugged."